Event description:
It was reported that the left ventricular (lv) lead had pulled back into the coronary sinus and was not capturing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.a proximal portion was received measuring 28 cm. A distal portion was received measuring 28 cm.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk implantable biv defibrillator, (B)(6) 2010; 5076-45 implantable pacing lead, (B)(6) 2010; 694758 implantable defib lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.